Manufacturer narrative:
Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that the coil was returned separated from the device positioning unit (dpu) and has been taped to the bag. This is unreported damage and prevented laboratory testing. The introducer sheath has been separated from the core wire and coil. This is both an unreported damage and a resheathing difficulty. The detached coil has been taped and cannot be removed without destroying the coil. The taped coil could not be removed to inspect the secondary winding. For inspection purposes and root cause analysis it is highly recommended that the coil not be returned taped. The proximal end of the coil has been stretched which is unreported damage, but cannot be seen by the unaided eye. The distal section of the resistive heating coil section junction has been severely bent. The coil unreported detachment from the dpu via the detachment fiber was mechanical in nature requiring external force. The exact circumstances of how and when the above unreported damage and the unreported mechanical detachment of the coil occurred cannot be determined. No manufacturing defects were found. Due to the considerable and unreported damage found, the root cause of the coils inability to be advanced inside the unknown microcatheter cannot be determined. In addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
This msphere 10 cere, 2mmx2.5cm coil (csp10020030/(B)(4)) did not advanced through (m/c) microcatheter. However, the coil was received detached from the delivery system, and the cause is unknown. The physician used another same coil. The procedure was successfully done. There was no adverse event reported. The product was received for analysis.